Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to pain and a suspected loose stem. During surgery, it was discovered the stem was not loose; however, was still replaced.

Manufacturer narrative:
No products or photographs were returned for review; therefore the state of the device cannot be determined. Review of the device history record report show no deviations or anomalies were noted in the manufacturing process for this lot. The reported device is used for treatment. Review of complaint history for the part-lot combination of the reported device identified no additional complaints. It was reported that a legacy zimmer ml taper stem were used with a interop rimflare shell. Zimmer-biomet has not confirmed the compatibility of this combination of devices and this would be considered an off-label use of this product as indicated on the packaging insert. The recommended compatibility chart can be found at www.productcompatibility.zimmer.com . However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. Relevant medical history and adherence to rehabilitation protocol are unknown. Operative notes were not provided, therefore it is not known if any intraoperative events may have contributed to the reported event. With the information provided, a definitive root cause for the reported pain cannot be determined.